Event description:
The biomedical engineer (bme) reported that the alarm sound has suddenly stopped. Customer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the alarm sound has suddenly stopped. The biomedical engineer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported. The biomedical engineer found that uninstalling the realtek audio driver and then cycling power fixed it. It automatically reinstalls the driver and now they have all the audio they need. It is now functioning properly corrected information: f9 approximate age of the device: corrected to "107 months." F10 event codes: corrected the component code to alarm and alarm, audible f13 report sent to manufacturer: changed to "no." Manufacturer references # (B)(4).

Manufacturer narrative:
The biomedical engineer (bme) reported the alarm sound has suddenly stopped. The biomedical engineer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported. The biomedical engineer found that uninstalling the realtek audio driver and then cycling power fixed it. It automatically reinstalls the driver and now they have all the audio they need. It is now functioning properly nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the alarm sound has suddenly stopped. Customer states that a recent issue with the video splitter resulted in the biomed staff disconnecting the cables on the back of the cns, after the unit was rebooted, there were no audio alarm sounds (the alarms are working, just no sounds). Issue found during use with patient however, no patient harm reported.